Event description:
It was reported that there was a analog to digital reference voltage background test warranty. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was chipped out on lower left front corner. During power up process, the reported problem was duplicated. The root cause of the issue was found to be normal wear. The main board does not operate as intended as a result of normal wear. Replaced main board. Performed preventative maintenance and all functional testing.